Event description:
A male pt with a history of known cad with previous ptca (2004) was admitted for angiogram due to myocardial infarction. Angiography revealed a total occlusion (cto) in the lad. The lesion was predilated with a balloon (details unk). A 3.5 x 13mm cypher stent was prepped for use according to IFU; no negative pressure was applied to the device. While attempting to advance the stent through the difficult target site, the stent dislodged into the vessel. A snare device was used to successfully retrieve the device from the pt and there was no reported pt injury. The lesion was again dilated with a balloon and another stent was successfully implanted at the target site.

Manufacturer narrative:
This cypher product is not distributed in the us; however, it is similar to us distributed cypher product. Additional info will be submitted within 30 days of receipt.